Manufacturer narrative:
An event of regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, dvr was performed and a 25mm epic stented porcine heart valve w/flexfit system was selected for implant in the patient's mitral position. When parachuting the epic valve onto the annulus during the implant, the tweezers slipped and a hole was made in the epic valve leaflet. A 25mm mozaic ultra valve(manufacturer: medtronic) was implanted in the mitral position with no adverse patient consequence. As for the aortic position, a 19mm epic supra valve w/flexfit(serial#: (B)(4)) was implanted. The surgeon attributed the issue to the procedure technique and not due to the valve.